Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that when the device was turned on it did not hold pressure and continued inflation. There was ticking noise coming from the device. Both sides were tried and it did the same on both. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was october 8, 2012 where it was reported that the cuff will not hold inflation and the device was evaluated with no components replaced. This is not a related issue. Initial qa inspection of the a.t.s. 3000 tourniquet on december 4, 2017 revealed that the customer's complaint could not be confirmed. The device was run through all testing and calibration with no issues. The battery needed replaced due to its age and the foot pads were cracked and crumbling. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on december 4, 2017 which included replacement of the battery and foot pads. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as the customer¿s complaint could not be confirmed, ttherefore, the root cause of the reported event could not be specifically determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 3000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has not been received by zimmer biomet , once product received our investigation will begin . Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the device was turned on, it did not hold pressure and continued inflation. There was ticking noise. Both sides were tried and it did the same on both sides. No adverse events have been reported as a result of this malfunction.